Event description:
A gastroscope was not insuflatting properly while in the pt. The scope was removed from the pt.and the dr. Irrigated the biopsy port. At that point a brown substance was expelled. This scope was sent to biomed for the issue of non insufflation. Biomed could not duplicate the problem and put the scope and cart back into service. The scope has been reprocessed and sent to the manufacturer for a thourough evaluation,repair and replacement.